Event description:
It was reported that review of a remote transmission showed that the right ventricular (rv) lead had previously triggered an alert for low out of range (oor) pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.